Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient experienced valve regurgitation, and the lead was unable to reach the intended location. The rv lead was advanced to a different location, and high thresholds were exhibited. The rv lead implant was abandoned, and a different lead was implanted. No further patient complications have been reported as a result of this event.